Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2009 and (B)(6) 2012 and mesh and mini-arc and elevate was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent revision of mesh on (B)(6) 2013 due to recurrent sui. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to sui, prolapse, cystocele, rectocele and urethral hypermobility. The outcomes attributed to device were infection, recurrence, odor and urinary problems. It was reported that on (B)(6) 2012, the patient underwent placement of elevate/miniarc. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent urethroplasty with allograft and cystoscopy on (B)(6) 2013, due to sui. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh/sling revision, cystocele repair and cystoscopy w/hydrodistention on (B)(6) 2014 due to pelvic pain, status post pelvic organ prolapse and repair x 3 w/sling, status post hysterectomy, status post partial colpocleisis, cystocele second degree, rectocele first degree, urge incontinence, shortened vagina 4cm long, and interstitial cystitis.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2009 in order to treat stress urinary incontinence, prolapse, cystocele, rectocele, urethral hypermobility. The outcomes attributed to device were pain, infection, recurrence, odor and urinary problems. It was reported that the patient had an elevate/mniarc implanted on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent subtotal abdominal hysterectomy, abdominal sacral colpopexy, abdominal enterocele repair, paravaginal cystocele repair and cystourethroscopy on (B)(6) 2011. No additional information was provided.